Event description:
It was reported that a pediatric user using the ilet with a dexcom g7 experienced hypoglycemia following a prior hyperglycemia, with a low of 39 mg/dl; the low occurred after the pump alerted, and the patient was treated with 8 oz of juice and protein, and troubleshooting and education were provided regarding glucose management. Symptoms included lightheadedness, shakiness, sweating, visual spots, wobbliness, ringing in the ears during the low, and a headache associated with a reported high of 357 mg/dl. Outcomes included urgent low glucose alerts, urgent low soon alerts, low glucose, and glucose falling quickly. Investigation included review of the event details, assessment of use of oral glucose, and follow-up for additional training and education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event represented hypoglycemia with unclear cause and that additional training was arranged for clinical questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.